Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller stated that they continue to receive "device not responding" when attempting to connect to ins. Caller stated this issue started about 3 months ago and around that same time, patient also had surgery and noticed more leakage. Caller stated patient reported falls as well - both before and after this communication issue started. Caller stated patient has noticed more leakage recently as well. Caller palpated ins site and noted that it doesn't feel loose and they can feel all four edges. Caller did report that ins is sitting directly under the incision (as oppose to lower than the incision similar to a pants pocket). Caller indicated they were using the patient's handset/communi cator and they tried using both mytherapy and clinician apps and repositioning the communicator - all with no success. Tss had caller attempt communication with hcp's handset/communicator with communication in various positions and with patient sitting and standing but "device not responding" continued. The issue was not resolved through troubleshooting. The caller was redirected to obtain imaging of ins site to determine if ins is flipped.

Manufacturer narrative:
H6: fdd/annex a codes added/updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.